Event description:
The account alleged that the nurse call is-not working. No pt impact.

Manufacturer narrative:
The account found the nurse call board failed to work. The technician replaced the nurse call board to resolve the issue.